Event description:
Litigation alleges that patient experienced metal ions and particles in their blood, tissue, and bone surrounding the implant. As a result, patient has experienced severe pain and discomfort, including aching in the right hip area, and a feeling that the hip is weak and going to give out. She has also experienced sharp pains in her groin, buttock, and thigh area. She has also experienced severe pain and discomfort at night when she attempts to sleep. She has had difficulty in walking and climbing stairs. She also walks with a limp and requires the use of a cane. Patient is a resident of (B)(6). Update - the complaint has been reopened because a der received from sales rep states that patient was revised (B)(6) 2012 to address dislocation.

Event description:
Litigation alleges that patient experienced metal ions and particles in their blood, tissue, and bone surrounding the implant. As a result, patient has experienced severe pain and discomfort, including aching in the right hip area, and a feeling that the hip is weak and going to give out. She has also experienced sharp pains in her groin, buttock, and thigh area. She has also experienced severe pain and discomfort at night when she attempts to sleep. She has had difficulty in walking and climbing stairs. She also walks with a limp and requires the use of a cane.

Manufacturer narrative:
*** Update - the complaint has been reopened because a der received from sales rep states that patient was revised (B)(4) 2012 to address dislocation. *** the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Corrected: event description. Added: explant date. This investigation remains closed, as the corrected/added information did not change the outcome of the investigation.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.